Event description:
Protamine was given to assist with achieving hemostasis at the site of access.

Manufacturer narrative:
B.3 revised date of event as it was entered incorrectly on the initial report that was submitted. B.5 added information that was omitted from the initial report that was submitted. B.7 added information that was omitted from the initial report that was submitted. E.1 added initial reporter phone number and zip code extension as they were omitted from the initial report that was submitted. E.4 added selection as it was omitted from the initial report that was submitted. H.6 added health effect - impact code that was omitted from the initial report that was submitted. Investigation summary: no product was returned for investigation. Arrhythmia/ thrombosis: in order to make a root cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Heart block: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported patient had a cp placed to support the patient admitted in with a non-st-elevation myocardial infarction. The pump was placed and was supporting when there was heart block while on support and the team had to add the pacer for the patient support. After 2 days the pump was explanted and there was thrombus observed at the time of explant. The patient survived the issues and weaned successfully.